Manufacturer narrative:
Continuation of d10: product ID a71200 product type software, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) reported that when trying to connect (at the time of call) to an implantable neurostimulator (ins) prior to a case that they were getting "system error" with code 0x4ea9bc8e on their clinician programmer. Rep reported there was not a patient associated with the case yet. The rep was advised to close out of their tablet applications and open them back up. Following this, the rep reported they got a validation error message with code 000100bb. The rep was advised to click continue, following which the rep stated they were able to interrogate normally. The rep then closed out the application and restarted the application to try re-interrogating. Following this, rep reports the app is functioning normally. The troubleshooting steps that were taken on the call resolved the issue. Additional information received from the rep reported that the software version of the application used at the time of the event was unknown. The cause of the system error and validation error message was unknown. The issue was resolved.